Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the morning it took more than 30 units of insulin to exit the infusion set tubing during the fill tubing process. The customer's blood glucose (bg) level was 223 mg/dl. At the time of the report, the customer experienced an elevated blood glucose (bg) level of 275 mg/dl, and was addressed with a correction bolus, via the pump. Customer technical support instructed customer to prime tubing with 5 units of insulin. Reportedly, it took 5.9 units of insulin to exit the tubing. Customer declined further troubleshooting. Customer put on new infusion set tubing and was able to resume insulin delivery.